Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Additional information indicated that patient had fluid discharge, swelling and redness. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
This supplemental is being filed to update h6: patient codes with swelling/edema. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited infection. A revision was performed and the pacemaker along with the right ventricular (rv) lead and right atrial (ra) lead were explanted. Additional information indicated that patient had fluid discharge, swelling and redness. No additional adverse patient effects were reported. The rv lead will be returned for analysis.